Event description:
Nurse reported hospitalization due to diabetes ketoacidosis. Caller wanted to confirm that the insulin pump is working. The blood glucose reading at the time of the event was 658 mg/dl. Customer felt that she was high and went to physician's office. Customer was referred to hospital. Hospital treated with IV drip of insulin. The current blood glucose reading is 335 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.